Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer performed their own troubleshooting and reported that no insulin was seen exiting the tubing. Customer changed all the supplies to address the event. Blood glucose was 143 mg/dl.